Manufacturer narrative:
(B)(6).

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r-wave oversensing resulting in inappropriate auto mode switching. The patient was evaluated in-clinic and programming changes were made to the device. The patient will continue to be monitored remotely via merlin.net.